Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was inappropriately shocked by the implantable cardioverter defibrillator (ICD) for detecting an atrial tachycardia (at)/atrial fibrillation (af) arrhythmia as a ventricular fibrillation (vf) episode. It was believed that the device¿s wavelet was not matching the criteria to withhold therapy. The device¿s wavelet was recollected and reprogrammed. The issue was resolved. The device remains in use. No further patient complications have been reported as a result of this event.